Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing knob dislodged and incomplete/interrupted cycle. Device b: batch #: h52y8l, exp date = 08/20/2016, manufacture date: 9/20/2011. Additional information: to clarify: in the event it states that the uncut tissue was sutured? Yes, the uncut tissue was cut and sutured. When the firing knob broke did the device cut? Yes. Did the device fire staples and were the staples the proper b form shape? Yes. Was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? No information. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Properly formed till the position, which the firing knob moved. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? A little thick. Was a leak test completed? No information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Thirty seconds. If the device locked out, did it lock out on tissue or prior to use on tissue? On tissue. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No information. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? No. Was another stapling device involved (i.e., cdh, tl, tx, etc.)? No information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information. What predicate device was used by the surgeon? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. Was the staple line incomplete? Yes. Device a was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 43 drivers up without staples, and the remaining drivers down with staples present; the returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied, the device could be damaged. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. Due to the condition of the device, no functional test could be performed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device b was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy, the firing knob did not move forward at the 1st firing during a function end-to-end anastomosis. The site was fired again with the 2nd device. After that the 2nd device was used to close the insertion slots. As the length of the staple line was not enough for the site, the device was fired again with another cartridge. At the time of firing, the firing knob did not move forward. Another surgeon fired the device with force, and the firing knob was broken. The firing knob was returned with a forceps and was released. The uncut tissue was sutured by hand. The staple height was green at all firings. Another device was used to complete the case. There were no adverse consequences to the patient.